Manufacturer narrative:
This investigation of the event is underway.

Event description:
The patient received a thermage treatment in the eye area on (B)(6) 2018. On (B)(6) 2018 a blister appeared on the patient's lower eyelid. There was no report of any device malfunction. Additional information has been requested.

Manufacturer narrative:
It was reported that the burned area was black and postinflammatory hyperpigmentation was raised. The highest energy used was between 2.5-3j. The customer did not notice any system errors and nothing out of the ordinary during treatment. The datacard was returned for evaluation. The treatment tip was discarded and was not returned. The datacard showed the following error occurred during treatment: errors recorded during this treatment: qty - error ID ¿ description - percent of reps, 1 ¿ 131 ¿ underforce during rf on ¿ 0.22%, 1 ¿ 133 ¿ underforce during rewarm ¿ 0.22%, 9 ¿ 159 ¿ tip temp is too cold ¿ 2.00%, 5 ¿ 165 ¿ underforce during pre cool ¿ 1.11%. Warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, scarring, pigment changes are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Cases of hyperpigmentation usually resolve over the course of time (within several months). A review of the manufacturing records showed all requirements were met. Evaluation of the datacard found no issues with the system. Based on the available information, burns, blisters, scabbing, scarring, pigment are known possible adverse patient reactions to thermage treatment. The patient has received laser therapy and regenerative therapy once a week and now the blister is gone.